Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product not returned. The review of the traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on information available, the product history records and the review of the case during complaint meeting, the root cause of the event cannot be determined. It could not even be possible to make hypothesis about the root cause of the event. Root cause: unknown the investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Event description:
Facetbridge: washer of screw come apart. Washer of screw come apart upon loading on to the screw driver prior to being implanted, it was reset on to the screw head but dislodged once again. A new implant was opened and used without further issue reported. No patient harm.